Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is primarily attributed to device design. When the wrist is bent to approximately 90 degrees and beyond, the grip cable can jump off the pulley and get frayed. This degree of bending can occur with manual manipulation of the instrument during reprocessing or handling.

Event description:
Refer to h11 for follow-up information.